Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in both fallopian tubes lumina with extension into both cornua.'), device breakage ('both devices uncoil and break into several pieces upon removal') and salpingitis ('fallopian tubes chronic inflammation') in an adult female patient who had essure inserted. The patient's medical history included adenomyosis, chronic inflammation of orbit, unspecified and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and hysterectomy:). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device breakage and salpingitis outcome was unknown. The reporter considered device breakage, embedded device and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- device breakage, embedded device, salpingitis. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-apr-2021: medical record received : reporter information, medical history, event medical device removal replace with "embedded in both fallopian tubes lumina with extension into both cornua". Events "both devices uncoil and break into several pieces upon removal " and "fallopian tubeschronic inflammation" were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') in an adult female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in both fallopian tubes lumina with extension into both cornua.'), device breakage ('both devices uncoil and break into several pieces upon removal') and salpingitis ('fallopian tubes chronic inflammation') in an adult female patient who had essure inserted. The patient's medical history included adenomyosis, chronic inflammation of orbit, unspecified and dysfunctional uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and hysterectomy:). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, device breakage and salpingitis outcome was unknown. The reporter considered device breakage, embedded device and salpingitis to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records- device breakage, embedded device, salpingitis quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal on (B)(6) 2020') in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.